Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, serial # unknown, product type extension; product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect and had been experiencing ¿bad dystonia.¿ the initial thought was that the patient was experiencing an issue with a possible lead migration. However, it became obvious that there was an open circuit in the patient¿s left side system as the impedances were greater than 10,000 ohms at 3 volts. No further information could be acquired as the manufacturer representative (rep) only had the patient¿s initials and no further information.